Event description:
It was reported that during a thoracotomy lobectomy procedure, surgeon used a tlh30 to staple lobar bronchus. The staple line opened. The surgeon secured it with a suture ligature. No pt consequence.